Event description:
It was reported that the sensor readings were off from the customer's blood glucose values, triggering threshold suspend function of the insulin pump. The customer stated this occurred when her blood glucose were between 300 and 400 mg/dl. The customer was receiving calibration errors and lost sensor alarms, at which point her blood glucose was around 90 to 100 mg/dl. The sensor cannulas had not been bent upon removal. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 2 of 2 reports regarding this event. Please see medwatch report 2032227-2014-65176.